Manufacturer narrative:
It was reported that approximately three months after an initial bunion surgery, radiographic images from a post-operative follow-up indicate the lateral cortex was fractured and the long screw migrated distal laterally. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. The surgeon indicated the fracture would heal on its own and no additional treatment/procedure was performed to address the fracture. No devices were returned for evaluation as the hardware remains implanted. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined based on the available information and no device being returned. However, it is possible that operator technique and post-op weight-bearing protocol contributed to what was reported. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that approximately three months after an initial bunion surgery, radiographic images from a post-operative follow-up indicate the lateral cortex was fractured and the long screw migrated distal laterally. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.